Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working five years ago. There were no patient complications.